Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depuy lps 10x100 cemented stem, part code 198725110, lot number a5jap1 was bent. This was explanted (B)(6) 2018 at (B)(6). This is considered serious harm due to the need for revision surgery, and will be reported to (B)(6). The device is available for investigation. Cement manufacturer is unknown. Doi: unknown - dor: (B)(6) 2018 (unknown side).

Manufacturer narrative:
This is a duplicate report of 1818910-2018-66889. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.